Event description:
During an initial implant, the patient experienced asystole for about 5 seconds. The device was interrogated two minutes prior and also immediately before the asystole occurred, the surgeon had irrigated the patient's nerve. No other relevant information has been received to date.